Event description:
It was reported that difficulty was encountered while trying to pass the iab through the introducer sheath. As a result of this problem, the entire assembly was removed. There were no reported pt complications.